Manufacturer narrative:
The device is undergoing an evaluation but has not yet been completed.

Event description:
Alleged difference in measurement. The investigation is in process.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see d10), update the follow-up type (see h2), update the device evaluated by manufacturer (see section h3), update the event problem and evaluation codes (see h6), and provide the investigation results. Investigation: during the investigation, it was determined that scanning conditions are not the same. It is almost impossible to achieve the same plane of insonation for the doppler signal with two different transducers. Even then if it were possible to achieve the exact position, the caliper replacement cannot be exactly placed as it was on the original waveform. Based on internal investigation, there was no meaningful difference in measurement results between 4v1c and p8-4 transducers. Therefore, there was no product issue identified.

Manufacturer narrative:
This supplemental report which is being re-submitted per FDA's request as the original supplemental MDR (MFR#3009498591-2016-00161) submitted in 2016 did not go through correctly. Correction: correct the brand name of the device (see section d1). Additional information: additional event information (see section b5), update the device available for evaluation (see section d10), update the manufacturer's contact information (see section g1), provide the PMA/510(k) information (see section g5), update device evaluated by manufacturer (see section h3), and provide evaluation codes (see section h6), provide additional manufacturer narrative (see section h10). The device referenced in this report was not returned to siemens for evaluation; therefore, the investigation of the device could not be performed and the cause of the reported phenomenon could not be conclusively determined. Cross-reference: hre # (B)(4).

Event description:
This is a supplemental report which is being re-submitted per FDA's request as the original supplemental MDR (MFR#3009498591-2016-00161) submitted in 2016 did not go through correctly. Additional information was provided and it was reported that in pediatric echo cardiac exams, the cw doppler velocity measurement results are different depending on the system being used. The system referenced in this report produces approximately 10% lower measurement results when compared to other systems. The cw velocity measurement values were not matching when using 4v1c and p8-4 transducers, same patient, same vessel, similar scanning plane. No additional information was provided.